Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when attempting to implant the pipeline, the distal end of the stent would not open. The body and p roximal portion up to the re-sheathing pad were opened and well apposed. After re-sheathing and changing the deployment location, the same result was seen. Another re-sheathing attempt was done, and the device was deployed with the system more loaded. Again, just the distal few millimeters would not open. It was noted the stent was not positioned in a bend, and re-sheathing was performed more than twice. The device was removed, and a replacement was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results showed a successful procedure. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the right internal carotid artery (ica) with a max diameter of 7 mm and a 4 mm neck diameter. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered, and the platelet reactivity units (pru) level was 203. Ancillary devices include a neuron max 088, phenom 27 microcatheter.